Event description:
Produce type: lobectomy. According to the reporter: when the product was being assembled, the green light for the battery and adapter were properly lit up when put together. Once a reload was attached, the adapter wasn't recognizing the reload. After checking the product further and putting on another reload, the reload light went on. However, once the green safety button was pressed to being firing sequence, the blue light lit up. This same reload was then loaded onto an 030349 (disposable handle) and was fired properly on tissue. The blue status light test also proved to be true after the case upon analyzing the product. The green status light never went into flashing mode when the reload was closed and normally ready to fire. There was no patient injury. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).